Event description:
It was reported that the customer had low blood glucose levels of 42 mg/dl. The customer treated for the low blood glucose levels. The customer reported a lost sensor error alarm from the insulin pump. Troubleshooting was done. The customer reported that the sensor was bent. No additional information was provided.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop 114-830. Sensor passed with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.